Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing which included log analysis revealed that a timeout error message caused the system to stop taking 2d x-rays. This was related to the firmware of the atp board. However, after restarting the system, the message did not appear again. Several shots of 2d and 3d were attempted, and system functions tested, and system settings checked ok. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that after a couple of 2d shots, then a successful 3d shot, it was not possible to perform 2d shots again. Three (3)d images could still be taken. No patient present.